Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the network port on the computer of the navigation system was not functioning as designed. To restore functionality, the computer, ethernet cable and bulkhead connector were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Patient information was unavailable from the site. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. The event occurred intraoperatively during the select patient/ acquire scans task and delayed surgery by five minutes. It was reported that while the site was attempting to set up for a case, they had difficulties communicating with the imaging device. The site verified network cables and camera positioning without any progress. The site completed the surgery with a different navigation device and there was no impact on patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(6), ubd: unk, UDI#: unk. H3) a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suspected computer was returned to the manufacturer for analysis. Analysis found that the system functioned as designed.